Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung surgery, while on lung parenchyma, the firing process was not completed due to the reload being stuck, unable to push out (5-6 staples fired then stopped). The staff withdrew the reload when the process was incomplete, which caused bleeding not reaching 500cc. Another reload was used to resolve the issue. There was no patient injury.